Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the hardware removal surgery due to deformity of the bone head. During the surgery to remove the philos plate, the cortex screw got stripped and the surgeon put too much force on the screwdriver to remove the stripped cortex screw, which caused the screwdriver to break. The tip of the hexagon screwdriver and the wood-grain screwdriver were broken. As a result, two screwdrivers were broken. No broken fragments remained in the patient. The stripped cortex screw was removed using a carbide drill. The procedure was successfully completed. No further information is available. The related complaint (B)(4) captures the revision surgery which was performed due to deformity of the bone head. This report is for one (1) unknown cortex screw. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.